Manufacturer narrative:
H6: investigation summary: seventy nine samples received by our quality team for investigation. Fifty samples were visually evaluated, no defects or issues observed. Further testing was performed, each needle was connected to a syringe with saline, forty nine expelled solution, one was clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. H3 other text : see h.10.

Event description:
It was reported that during use with 50 bd safetyglide¿ injection needle the needle was clogged. The following information was provided by the initial reporter: it was reported by the customer that the needle is consistently getting stuck. Customer is not able to aspirate needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 50 bd safetyglide¿ injection needle the needle was clogged. The following information was provided by the initial reporter: it was reported by the customer that the needle is consistently getting stuck. Customer is not able to aspirate needle.